Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced skin irritation (redness) at the site of the infusion set. The dermatologist concluded that it was an allergic reaction. The reporter believed that the allergic reaction was caused by the chemical composition of cannula. The patient went to the children's clinic. The pediatrician and dermatologist treated her with bepanthen ointment. The patient also used fenistil for treatment.